Event description:
An arterial air alarm occurred at the end of a routine hemodialysis treatment. Attempts to aspirate air were unsuccessful. The patient's heparin dose had recently been decreased. Rinseback was not performed resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff stated, that air may have entered the circuit when increasing the patient's heparin dose and resetting of the cycler settings, indicating that the cycler alarmed appropriately. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.